Manufacturer narrative:
Follow-up #1: date of submission: 08/03/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 07/12/2016 with the following findings: a visual inspection of the pump showed that the audio bolus button cover was punctured. The battery compartment was cracked; evidence of moisture was observed in the battery compartment. During testing, the audio bolus button cover was under responsive. Evidence of moisture was observed on the bolus button. The pump failed a leak test at the audio bolus button and battery compartment. Unrelated to the complaint, the display was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, it was reported that there was an audio bolus button response issue. Reportedly, there was damage to the pump. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.